Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that the patient fell. Additional information was received from an MRI technician on (B)(6) 2017. The MRI technician stated that the patient indicated that the leads were ¿severed¿ but the MRI technician spoke directly to the patient¿s healthcare professional (hcp) who stated that the leads were not broken but they had moved after the patient fell. The rep checked the system and it was fully operational but the wires had moved and were no longer affecting the area that they used to. The patient fell in (B)(6) and started having issues around then. No further complications were reported/are anticipated.